Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported the insulin pump alarmed button error and he can't clear it. Customer's blood glucose was 156 mg/dl. Customer stated he was exercising, took of the device and put on the table, and it was leaning on the button side. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.